Event description:
Boston scientific crm received information that this patient presented to the clinic with a non-functioning right ventricular (rv) lead. The lead was not capturing or sensing appropriately, therefore it was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should additional information become available, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Set screw marks were noted on the termin pin and ring assembly. Three cuts were noted on the outer insulation which likely occurred at explant. The lead was subject to resistance and pressure testing to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing could not reproduct the reported clinical observations. The lead's electrical performance was in specification.